Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not receiving the blood glucose reading from the touch ultralink meter. While troubleshooting the customer stated that she could not see anything, and the paramedics were called. They stated that the customer's glucose level was 9mg/dl and treated her with dextrose. No further information was provided.